Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-11-27 additional information was received from the patient reporting their weight at the time of the event to be (B)(6) lbs., and that the ins was turned off, then turned back on after 8 hours and the shocking now occurs only intermittently when the patient puts their chin to their chest. No additional symptoms, and no additional complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for occipital neuralgia. It was reported that the patient felt something was shorting out and stimulation was shocking her. The patient turned the stimulation off and then back on the next morning, but the shocking was still occurring intermittently. The patient stated that the issues started when she was doing her regular job, waitressing, on (B)(6) 2017 and it was more noticeable/frequent when she moved her head down. Prior to the call, the patient turned off the stimulation as it was not subsiding and it was mentioned that the leas were placed at the base of the patient¿s skull. In conclusion, the patient was redirected to contact their healthcare provider (hcp). This was considered to be a sudden change in therapy/symptoms and there were no further complications reported or anticipated.